Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) heard beep tones every second for 15 seconds. The patient performed a patient-initiated interrogation (pii). Boston scientific technical services observed an alert for high out of range shock impedance, measuring greater than 125 ohms. The healthcare professional (hcp) was contacted, and no further action is needed. The hcp will contact boston scientific if further support is required. No adverse patient effects were reported. This device and right ventricular lead remain in-service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) heard beep tones every second for 15 seconds. The patient performed a patient-initiated interrogation (pii). Boston scientific technical services observed an alert for high out of range shock impedance, measuring greater than 125 ohms. The healthcare professional (hcp) was contacted, and no further action is needed. The hcp will contact boston scientific if further support is required. No adverse patient effects were reported. This device and right ventricular lead remain in-service.